Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. (B)(4): evidence that product in specification when used.

Event description:
Allegedly, stem rotated then subsided approx. 5mm @4 weeks post op, hip them dislocated; follow up information from rep, "subsidence, posterior calcar fractured post-op from nursing floor moving patient using a lift, surgeon has surmised. He never uses a lift to transport/move his patients for this exact reason, and new nursing staff was not aware of his orders not to use a lift."

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).